Manufacturer narrative:
(B)(6). The device has been received. Investigation is not yet complete.

Event description:
Device issue: difficult filter retrieval. Time of device issue: during procedure. Adverse event: procedural time increased. It was reported that during the procedure in an unspecified vessel, an attempt was made to retrieve the emboshield nav 6 filter; however, strong resistance was felt and the filter could not be pulled back into the retrieval catheter. The filter was ultimately removed in the open position as a single unit. There was no adverse pt sequela. Though requested, no add'l info was provided.